Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported at a one year follow-up of a gore helex septal occluder, that a frame fracture and residual shunt were noted. An additional occluder device was implanted on top of the helex device to help close the residual shunt. The patient was doing well following the procedure.